Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune knee to treat degenerative joint disease. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a left knee revision to address pain, osteolysis, tibial insert wear, tibial bone injury, tibial tray migration, and tibial tray loosening at the cement to implant interface. The surgeon noted the removal of fibrinous tissue as well as removal of meniscus of tissue that had developed around the poly patella component. The poly patella component was intact with very little wear and was retained. The tibial insert, tibial tray, and femoral component were revised. The patient was revised with competitor products and cement. There were no indicated intra-operative complications. Doi: (B)(6) 2014, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a device history record (DHR) review was conducted for product no. 3122020 & lot no. 3620326 previously on legacy (B)(4). No non conformances were found on this batch. Final micro and sterility tests were passed.